Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). A review of the downloaded device events log confirmed that a single occurrence of system fault 148 was triggered in the device. The evaluation also found that the device failed to complete its internal self-test. It was determined that the cause of the system fault and the self-test failure was due to calcium deposit contamination in the pneumatic block due to water ingress. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 148) message. The device was not in use when the fault occurred, therefore, there was no patient involvement.